Manufacturer narrative:
This report was filed in error. There is only one housing involved in the original complaint which is reported in MFR report # 0001811755-2014-02903.

Event description:
It was reported that the rubber seal is missing from the system 7 aseptic housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the rubber seal is missing from the system 7 aseptic housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.